Manufacturer narrative:
Additional information received indicated the patient¿s instable heart function had stabilized; however, the patient¿s general condition worsened. The patient expired on pod15. The cause of death was determined to be intestinal necrosis. Information regarding the cause of the necrosis and relationship to the edwards devices or tavr procedure was not provided.

Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the rca occlusion could not be confirmed. Patient factors (low lca ostia height, possible low rca ostia height) likely contributed to the rca occlusion and subsequent right-side mi. Procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (severe valvular calcification with severe ncc and rcc calcification, right-side mi) likely contributed to the post procedure complete av block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, prior to balloon aortic valvuloplasty (bav), the left anterior descending coronary artery (lad) and left circumflex artery (lcx) were protected by wires due to the particularly low left coronary artery (lca) ostia height. Following bav, the patient¿s blood pressure was slow to recover, taking 2 minutes, but no issues were observed. A 26mm sapien 3 valve was then successfully deployed with 2ml less than nominal volume. The valve was deployed in a final 80:20 aortic/ventricular (a/v) position, as intended. No paravalvular leak (pvl) was observed and post dilation was not required. After transfer to ICU, the patient developed complete av block and a temporary pacing wire was placed through the right jugular vein. Since the blood pressure remained low, lca occlusion was suspected. Angiography did not reveal lca occlusion; however, rca occlusion was confirmed. The rca was completely occluded and angiography could not be performed. Intra-aortic balloon pumping (iabp) was initiated. Percutaneous coronary intervention (pci) was attempted, but the guidewire could not go through the vessel. Since the patient¿s blood pressure was stable, no other treatment was attempted. On postoperative day (pod) 1, percutaneous cardiopulmonary support (pcps) was implemented. It was confirmed that the right side of the heart showed myocardial infarction (mi), but the left side was functioning. The patient was weaned off of pcps on pod8. The native annular diameter measured 26.8mm x 21.7mm. Severe valvular calcification was reported with severe calcification at the ncc and rcc.